Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample received, evaluated and complaint confirmed. We have received a number of complaints of this nature for this product. We have reviewed this issue with production and it is possible that the problem is related to the automated ultra-sonic welding process of the connector valve to the solution bag sheeting. A second automated production line has been validated for this product. The welding process of the connector valve to the solution bag has been upgraded as part of the introduction of this product line. This upgrade is now in place for both our manufacturing lines for this particular product. We are confident that these corrective measures will help to eliminate this problem. The root cause was determined to be a manufacturing issue. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2009 . The complaint was received from edwards lifesciences on behalf of (B)(4) hospital and refers to an incident involving accusol 35 potassium 4mmol 5l(drug) (cz/pol/sk/eng)( (B)(4) ) on batch number (B)(4). The reporter states that it was noted by staff before use that the spike was not connected to the bag. The occurrence date is unknown. A sample is available. The fluid was drained (note scissors cut bottom right corner) and shall be returned to plant by customer. No patient injury or medical intervention was reported.